Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4) b5: describe event or problem - additional information g3: date received by manufacturer - additional information g6: report type ¿ updated/follow-up h2: additional information/device evaluation h3: device evaluated by manufacturer - additional information h6: adverse event problem - additional information

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Transmitter voltage was performed and passed. Pairing test/download was performed and passed. A review of the share logs was performed and signal loss was found within the investigation window. However, the device operated within specification. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.